Event description:
The customer reported that while the unit was in use on a patient, the unit generated the alarm message "no patient status available" on the screen with a constant audio alarm. The patient was switched to another unit and therapy was continued. No patient injury was reported.

Manufacturer narrative:
The company representative was unable to duplicate the reported problem. However, the "no patient status available" alarm was logged in the fault log. The company representative replaced the front end board (part number 0670-00-1152e) and the cable assembly ECG input to front end (part number 0012-000-1537). The company representative performed calibration and functional test. The iabp met factory specifications and was returned to the customer. Note: this is second occurrence for the same event on the same iabp. (B)(4).